Manufacturer narrative:
Investigation: a DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided for batch 6133187 manufactured at bd curitiba plant was evaluated and meet the dimensional requirements according to product drawing. Based on this evaluation it was not possible confirm the occurrence.

Event description:
It was reported that a bd plastipak¿ syringe had scale marking error.

Manufacturer narrative:
Medical device lot #: 6133187. Medical device expiration date: 2021-05-31. Device manufacture date: 2016-05-31.

Event description:
It was reported that a bd plastipak syringe had scale marking error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had scale marking error.